Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2021-00350, 3006705815-2021-00557, 1627487-2021-01174, 1627487-2021-01176. It was reported the patient was experiencing pain and swelling at the ipg site that radiated to the opposite side of the back. Patient also reported a fever with sweats. The physician stated the patient had cellulitis at the ipg and lead incision sites. As a result, the patient underwent surgical intervention during which the system was explanted with no complications.